Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6)2018. Upon review, the right atrial lead exhibited episodes of lead noise resulting in inappropriate mode switches. The noise was reproducible when the patient crossed their left arm across their body. The lead was reprogrammed and will continue to be monitored.